Event description:
The account stated that the axsym analyzer line 4 diluent was leaking from above the sample syringe. The account lifted the lid of the analyzer and saw smoke coming from the sample syringe area of the axsym analyzer. The leak was cleaned and the analyzer was rebooted. The account then saw sparks from the sample syringe. The instrument was powered down. No injury occurred.

Manufacturer narrative:
(B)(4). An investigation was performed on the axsym plus analyzer list number 7a83-85 (B)(4) and determined that it was performing acceptably. An abbott field service representative (fsr) was dispatched to the account and discovered a loose connection at the sample probe link tubing connection to the pressure monitor sensor. The fsr also found that the sample syringe circuit board had burned out. The fsr replaced the sample syringe, pressure monitor sensor, and the sampling probe to resolve the issue and verified the performance of the analyzer after the service. The fsr noted that the probable cause of the issue was a leak from the pressure monitor sensor onto the sample syringe board. The abbott axsym system operations manual was reviewed and was found to adequately address the potential hazards, operational precautions and limitations. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.